Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 66-year-old male patient sample. The following data was provided (reference range <1.0 s/co is nonreactive): (B)(6) 2023 sample ID (B)(6) initial result = 0.57 s/co, switched to another alinity I and recalibrated. After high-speed centrifugation of the sample, retest result = 0.61 s/co wantai platform initial result = 6.0 s/co, repeat = 6.4 s/co (reference range >1.0 s/co is positive), colloidal gold = positive tppa = weak positive, trust = negative. Sample sent to another hospital and ran on chemclin luminescence platform. Result = positive historical result in (B)(6) 2022 = 0.51 s/co no impact to patient management was reported. Update on (B)(6) 2023: initial result = 0.57 s/co was generated with lot number 50281be01 and repeat result = 0.61 s/co was generated on lot number 49616be01.

Manufacturer narrative:
Update: section d4 - lot # updated from unknown to 50281be01, section d4 - expiration date updated from balnk to 3/13/2024, and section h4 - device mfg date updated from blank to 4/20/2023. Section b5 - describe event or problem: information added to write up. Section d10 - concomitant product added- alin I syphilis 200t cn, 07p60-74, 49616be01 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review for lot 50218be01 did not identify any non-conformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. (Note: lot 50281be01 is a china specific lot and is identical to lot 50281be00. Both contain the same bulk material and are identical except the labeling of the outer package). Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 50218be01, was identified .

Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 66-year-old male patient sample. The following data was provided (reference range <1.0 s/co is nonreactive): (B)(6) 2023 sample ID (B)(6) initial result = 0.57 s/co, switched to another alinity I and recalibrated. After high-speed centrifugation of the sample, retest result = 0.61 s/co wantai platform initial result = 6.0 s/co, repeat = 6.4 s/co (reference range >1.0 s/co is positive), colloidal gold = positive tppa = weak positive, trust = negative. Sample sent to another hospital and ran on chemclin luminescence platform. Result = positive historical result in (B)(6) 2022 = 0.51 s/co no impact to patient management was reported. Update on (B)(6) 2023: initial result = 0.57 s/co was generated with lot number 50281be01 and repeat result = 0.61 s/co was generated on lot number 49616be01.

Manufacturer narrative:
Correction to previous h10 - additional mfg narrative: the lot number was incorrect in the previous submission: lot number was typed as 50218be01 in some places instead of 50281be01. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review for lot 50281be01 did not identify any non-conformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. (Note: lot 50281be01 is a china specific lot and is identical to lot 50281be00. Both contain the same bulk material and are identical except the labeling of the outer package). Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 50281be01, was identified.

Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 66-year-old male patient sample. The following data was provided (reference range <1.0 s/co is nonreactive): (B)(6) 2023 sample ID (B)(6) initial result = 0.57 s/co, switched to another alinity I and recalibrated. After high-speed centrifugation of the sample, retest result = 0.61 s/co wantai platform initial result = 6.0 s/co, repeat = 6.4 s/co (reference range >1.0 s/co is positive), colloidal gold = positive tppa = weak positive, trust = negative. Sample sent to another hospital and ran on chemclin luminescence platform. Result = positive historical result in december 2022 = 0.51 s/co no impact to patient management was reported.

Manufacturer narrative:
Update: additional information: section d4 - lot # updated from unknown to 50281be00, d4 - expiration date updated from blank to 3/13/2024, h4 - device mfg date updated from blank to 4/20/2023 an evaluation is in process. A final report will be submitted when the evaluation is complete. Note: this report is being filed on an international product, list 07p60-74, that has a similar product distributed in the us, list number 07p60-21/-31.corrected/updated information in section g1.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  Note: this report is being filed on an international product, list 07p60-74, that has a similar product distributed in the us, list number 07p60-21/-31.

Event description:
The customer observed false non-reactive alinity I syphilis tp result for a 66-year-old male patient sample. The following data was provided (reference range <1.0 s/co is nonreactive): (B)(6) 2023 sample ID 010915382900 initial result = 0.57 s/co, switched to another alinity I and recalibrated. After high-speed centrifugation of the sample, retest result = 0.61 s/co wantai platform initial result = 6.0 s/co, repeat = 6.4 s/co (reference range >1.0 s/co is positive), colloidal gold = positive. Tppa = weak positive, trust = negative. Sample sent to another hospital and ran on chemclin luminescence platform. Result = positive. Historical result in december 2022 = 0.51 s/co no impact to patient management was reported.